Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed intermittent loss of capture at maximum outputs. The sensing and impedance measurements were normal. Noise was reproduced with isometrics. It was noted that the patient received one effective round of anti-tachycardia pacing (atp) and will undergo non-invasive programmed stimulation (nips). No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.